Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the camera continued to move after the hand controller buttons were released. There was no report of camera contact with a person or object as a result of this issue. Based on additional information from field safety notice (fsn 88200521) / health hazard evaluation (hhe ami-1123-2019), it has been determined this record is a reportable event. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.